Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of parkinson's disease who had been treated with deep brain stimulation using the activa rc implantable neurostimulator experienced severe shaking on the right side and poor postoperative efficacy. During a hospital visit for device programming and evaluation, high resistance was detected in the left lead. The patient and family communicated with the hospital and physician for follow-up treatment. The issue was reported as resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0p46d implanted: (B)(6) 2015 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the doctor had advised the patient to replace the electrode but it had not occurred yet.